Event description:
It was reported, the unit is being returned for service. Failure: unk. No further information is available. No reported pt consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: based upon the inquiry information received visual and functional examination, the unit was found to require the following: vso replaced, damaged upper case replaced, lemo footpedal connector secured with loctite 242, mains socked bonded with epoxy, defective fastening material replaced, software modified, regulatory label replaced, uniboard modified, mechanical upgrade performed, unit cleaned. The customer's complaint has been confirmed. Testing included: functional test performed, functional test according to test procedure, electrical safety test, accessories checked, pneumatic circuit checked.